Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
The user facility reported that the saline bag was filling during setup mode (recirculation) on (B)(6) 2015. The customer stated this occurred during the first run of the day. The filling program was in process and saline bag began to overfill. The recirculation program had been running for five minutes before the bag started to overfill. It was stated that the drain line height and length were within specifications and that there were no drain obstructions.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.